Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 1ml ll had leakage. The following information was provided by the initial reporter: material #:309628 batch#:5114736. Rcc received a complaint via email. Contact name: xxx, contact number:xxxxxxxxx contact email (if available): xxxxxxxxxxxx, item(s): 309628, 305165, lot(s): 5114736, 4354369, date incident occurred: (B)(6) 2025. Was the patient impacted? If yes, describe: item leaked when patient pressed down to give injection. Is a sample available?: yes, for the needle not the syringe. Customer request?: patient just wanted us to know the syringe was leaking.

Manufacturer narrative:
(B)(4) follow up. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Examination of the product involved may provide clarification as to the cause for the reported failure.